Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 3889-28 lot# va09kv6 serial# implanted: (B)(6) 2013 explanted: product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and fecal incontinence. It was reported that when the airport security agent held the wand over the patient¿s implants, they felt a strong reaction, like a magnet was pulling on theleads and inss. The patient was worried that the implant parts had been dislodged. It stung and burned and jolted in a shocking way. It was noted that it felt like the leads got heated. It was noted that the left side had a worse reaction, the right side had a little bit of warmth. The patient stated it was like after surgery, how it feels like it is heating when it heals. Since then, they have experienced warm pulling, pain and discomfort. It was noted that this started on (B)(6) 2017.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va09kv6, implanted: (B)(6) 2013, product type: lead. Product ID: 3889-28, lot# va09kv6, implanted: (B)(6) 2013, product type: lead. Product ID: 3058, serial# (B)(4). Implanted: (B)(6) 2013, product type: implantable neurostimulator.

Event description:
Additional information from the manufacturer representative (rep) reported the hcp proposed a pocket revision and the patient declined to do anything.

Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that they were at the airport where security used the wand and ins turned off in "2018 or 19." Pt states ever since pt has been experiencing episodes where stimulation is felt outside bicycle seat area and is intensified. Pt reports these episodes are sporadic. It was recommended that they follow up with their healthcare professional, and the rep was notified as well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient was going through airport security and was being wanded and, as the wand was held over the device, the patient felt a burning sensation and felt like the device was being pulled out of their body. The physician indicated that this patient wasn't the most rational and the physician wasn't very concerned. The rep got the impression from the physician that the patient was fine now and the issue only occurred while the wand was being used. This had occurred the week prior to the report and the patient was in the office on the day of the report. It was noted that the patient had bilateral systems and it was the left system. The system amplitude was adjusted.